Manufacturer narrative:
Wheel assembly.

Event description:
It was reported by service report that the inner base tube spacers are broken causing the wheels to not pivot correctly. The customer could not determine whether there was pt involvement or adverse consequences occurred.